Manufacturer narrative:
No device sample was returned for analysis, manufacturing records review found no issues or non-conformances. Based on available investigation, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed.

Event description:
This incident was reported to the local sales office who reported the incident to the manufacturer, limited information has been made available. It is reported that the patient experienced an unspecified ocular infection and was prescribed cilocort (antibiotic/steroid drops) and systane (lubricating drops). Good faith efforts have been made to obtain additional information without success. As of the date additional information is unknown. This event is being reported in an abundance of caution due to the alleged ocular infection of unknown severity or outcome and the potential for serious injury associated with some ocular infection events. Should further information become available, a follow-up report will be submitted as appropriate.